Event description:
According to the reporter, during a laparoscopic sleeve procedure, while stapling the stomach, the stapler was unable to fire and the surgeon was unable to squeeze the handle although he was able to press the green button. They opened another product to complete the case. At the time of this report, the patient has no injury.